Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed upon completion of the analysis and investigation. (B)(4).

Event description:
Medtronic received information that during the valve-in-valve implant of a transcatheter bioprosthetic valve via right femoral access into a stenotic bioprosthetic valve, the valve was deployed slowly to the 2/3 point at a depth of 4 mm. A transthoracic echocardiogram (tte) and angiogram revealed paravalvular leak (pvl) and a supra-annular deployment. An attempt was made to retrieve the valve through the introducer sheath, however the valve was unable to be retrieved. In an attempt to pull the valve into the sheath with greater force, it was reported that something in the system snapped; a delivery catheter system (dcs) tab appeared broken. The valve was left implanted in the abdominal aorta. The dcs and sheath were removed in their entirety from the patient. An attempt was made to pass another sheath through the valve, however was unsuccessful. The procedure was delayed approximately one hour and was aborted. It was reported that here was no unusual patient anatomy, no unusual resistance while loading the valve. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Positioning difficulties and/or inaccurate delivery are often influenced by patient anatomy and user technique. In this case, the valve was left implanted in the abdominal aorta during an attempt to retrieve the valve from the patient post deployment, which is not recommended per the instructions for use (IFU). The IFU provides the user with adequate instructions, warnings, and precautions to minimize/prevent this event from occurring, as follows, "do not attempt to retrieve a bioprosthesis if any one of the outflow struts is protruding from the capsule. If any one of the outflow struts has deployed from the capsule, the bioprosthesis must be released from the catheter before the catheter can be withdrawn. Once deployment is complete, repositioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." Therefore, it is possible that user technical factors may have contributed to this event, in addition to potential patient anatomical factors. However, without an angiogram cine of the case returned for review, an assignable root cause cannot be determined.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection of the returned device indicated the distal end of the catheter to be damaged. The handle was intact. The micro knob (thumb wheel) retracted and advanced the capsule. The macro (cursor) moved to the fully advanced and retracted positions and locked in place when released. The distal tip of the capsule would not seat flush against the head of the plunger when fully advanced. Several kinks or telescoping were observed along the capsule between the proximal and distal ends. A kink was observed on the proximal end of the capsule. The head of the plunger was intact. The plunger tube showed necking or elongation resulting with a 1.3 cm gap between the distal tip of the capsule and plunger head. A 6.75 cm elongation was determined to be associated with the pull force applied on the head of the plunger while retracting the distal end through the introducer sheath. Deformation or gouge marks on both catheter tabs were determined to be due to wear from the valve fram e loops. The investigation is ongoing; a supplemental report will be filed upon close of the investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.